Event description:
It was reported that the preloaded monofocal intraocular lens and the cartridge tip broke during handling prior to insertion, with no patient involvement or need for medical attention. Additional details indicated that damage was observed on both the injector and the lens, and the surgeon confirmed that all procedural steps had been followed correctly. The original lens is unavailable for return, as it has already been disposed of by the surgeon. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted. Section e1: telephone number: (B)(6). E1 address (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.